Manufacturer narrative:
Results: four samples were returned to the (B)(4) plant for evaluation. One cannula was bent at a right angle. The other three had crushed tips. Blunt plastic cannula is designed for use with a split septum. Forcing it through a rubber stopper may cause damage. Confirming complaint. A DHR was unable to be completed as no lot number was provided. Conclusion: possible root cause was blunt plastic cannula is designed for use with a split septum. Forcing it through a rubber stopper may cause damage. Vial access is designed for use with rubber stoppers.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse stated it was difficult to puncture the stopper when using a bd interlink¿ blunt plastic cannula. Several cannulas were reported to either bend or break off completely. There was no report of injury or medical intervention.